Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating, and rss showed the device as offline. The customer attempted to reboot the station, but it continued to display a black screen. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Initial reporter other occupation: manager, informatics and automation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that device back online, confirmed that the device was communicating with the server. No issue found on the system. The system functioned as intended after the field service engineer troubleshot the device.